Event description:
Patient presented to the physician with pain at the lateral border of the patient's sternum due to ipg movement. The physician suspects that the excess breast tissue and the ipg not being properly aligned contributed to the patients symptoms. Physician brought the patient into the or and secured the ipg laterally in the pocket.